Event description:
It has been reported to philips that system was not booting up. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that flexvision pc grabber card was failing. The flexvision pc has been replaced that the system was returned to use in good working order.